Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on : 26/mar/09. The reporter of the complaint was asked to return the product for analysis, as well as indicate the product serial number and explant date. Since allergan has not yet received this information, the connector type cannot be identified, nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting. Erosion and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: "as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract". "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." " there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damaged and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Re-operation to remove the device is required". "Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subject included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection..."

Event description:
Doctor reported patient had left upper quadrant abdominal pain. Endoscopy revealed band erosion. Band was removed.